Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified mid left anterior descending artery. A 2.5 x 18 mm xience prime stent delivery system could not inflate due to a hole in the balloon. Another catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a tear in the outer member which is likely what was perceived as the rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.